Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient's programmer reflected a communication error. The patient stated she had not charged her ipg in approximately a year. The patient's ipg was inoperable. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective coverage postoperative.